Event description:
It was reported that prior do device implant procedure, upon device interrogation device was in backup vvi mode. Device was sterile and not used. No patient was involved. No further information available.

Manufacturer narrative:
The reported field event of back up vvi was confirmed in the laboratory. The device was tested on the bench and the back up vvi operation was unable to be reproduced through environmental testing. The cause of the back up vvi mode was unable to be determined.